Event description:
The manufacturer received information alleging an issue related to a bipap device. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged machine has black and white flakes in the water tank. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device showed that there were no signs of contamination on the outside of the device. The manufacturer visually inspected the device internally part of the device showed that there was dust in the blower fan. There were also signs of sound abatement foam degradation in the blower box. The device's event logs were showed that there were zero instances of errors on the device. The manufacturer found no error codes. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was observed in this device. See ER 2244873. There was no evidence contamination on the outside of the device, the device showed that there was dust in the blower fan. There were also signs of sound abatement foam degradation. Section h9 (updated as it was missing in the initial MDR) in this report. Section h6 were updated in this report.